Event description:
I have had mild neuropathy for years. My primary doctor, dr. (B)(6) in (B)(6) suggested I attend the neuropathy clinic of (B)(6) located at (B)(6) for treatment. I started the treatment on (B)(6) 2022 and according to their records it appears they stopped me having treatment on (B)(6) telling me they were going to let me go despite the fact that the assessment days before said I was get worse. I asked why and they said they just wanted to watch and see what was happening and call if needed, they would not leave me. I had started with a numbness, no pain, of a 5 on a scale of 1-10 and went down to as low as a 2.5 during the process but was moving upwards at the end when they kicked me out of the program. I assumed medicare had decided to not pay anymore, that is all I could think of. Early in (B)(6) 2023 I was visiting with my cancer blood doctor, which I use for my blood doctor for dvt)deep vein thrombosis) history and he mentioned the office had been raided about that time by the medicare fraud department for the shots that were described to me only as "vitamin shot" applied twice a week into my toes one week and then my ankles on the 2nd visit each visit. The vitamin shots were not FDA approved. I was told many of the employees were fired. My initial visit to the treatment center was a evaluation of my feet and toes by putting different items on my feet, legs and toes to determine the sensation I received, thus an assessment. This happened only at the initial visit I believe and then they would have me do simple motion exercises to see if my balance and ability to walk was ok after that. At no time was I ever given any number assessment or verbal assessment being mild, severe, etc on any part of my body's condition. All I ever told them was it felt like I had a foam pad on the bottom of my feet and I wanted to be sure I had treatment with the electrical nerve stimulator which was really the only treatment about 15-20 minutes each treatment day after the shots were given. Towards the end before they kicked me out of the program my neuropathy started causing me some problems at night and my legs felt funny. Then I was left go. That continue to get worse and decided I needed to do something else but did not know what to do. I found a doctor on facebook who was a chiropractor who advertise he could reverse neuropathy through a program called blueprint health which he implemented. He "assist" me in many of the same ways as the clinic had done, but had a way of detecting the blood flow in my different limbs, my feet were 83 and 93-95%? Damaged, my toes were in the severe range and basically gone, and my hands 50/50% damaged. I was mortified. I had no idea! I purchased the plan for (B)(6) and have been on it for 5 week for a 90 day plan to hopefully save my feet, toes and hands. The pain at night was horrible but has improved as I have stayed on the meal plan, 8 hours of home therapy a day and visitations lo his office once a week to be continued. At that point my primary wanted me to get a emg procedure done which I did on (B)(6) 2023. The impression from the doctors as: severe category axonal form of sensory neuropathy approx 8 on a 10 scale, to me a death wish. My primary doctor asked me, did you think that the shots in your feet could have contributed to this decline, and I immediately said, "yes:" I am currently trying to get into mayo clinic as I am feeling much weakness in all parts of my but am continuing to do my program as prescribed by my chiropractor. The (B)(6) clinic sees so many people a day. I do not believe that what they do, and that they do not inform pts of their severity or progression is helping anyone. I have attached a copy of the procedures used at the (B)(6) clinic including what was in the shots given at each visit. I also have copies of a few pages of my medical reports as well. I visited them later and was not allowed to speak to anyone about my departure other than the hr (human resources) person who knew nothing. I then called and requested my medical reports which I have many pages.